Manufacturer narrative:
(B)(4). Device labeling: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. In the pass study, at least 1 reoperation was performed on 315 patients (36.5%) through 10 years. A total of 424 reoperations were performed. The primary reason for reoperation through 10 years on augmentation patients was implant deflation at 21.7%. The percentage of reoperations due to lump/mass/cyst increased from 8.5% of 293 reoperations through 5 years to 13.9% of 424 reoperations through 10 years. The occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Of the 237 patients in the r95 study, at least 1 reoperation was performed on 99 patients (42%) for a total of 125 reoperations through 5 years. The primary reason for reoperation through 5 years was capsular contracture at 25.6%. Of the 237 reconstruction patients in r95, there were 62 patients (26.2%) who had 70 implants removed through 5 years. Of the 70 reconstruction implants removed through 5 years, 70% were replaced. The most common reason for implant removal was capsular contracture (31.4%). Through 10 years, there were 104 implants removed from 85 patients. The most common reason for implant removal was implant leakage/deflation (32.7%).

Event description:
Physician reported via voluntary mw5055722 that "the patient came with a skin lesion on the chest." "A biopsy on the lesion came back as alcl (anaplastic large cell lymphoma)." Physician additionally noted that the right side device and right side capsule were removed and fluid was sent "for cytology." Physician specified that the right breast "was filled with a thick red colored/brown colored fluid." This report is for the right side. Follow-up reveals pathology was initially assessed on an abdominal lesion biopsy. Results on lesion were "upper abdomen - cd30 positive lymphoma, consistent with anaplastic large cell lymphoma" and "large cells are also negative for eber and alk-1." When the implants were removed, pathology indicated that the right breast capsule was diagnosed with "alcl, alk negative." Pathology report additionally indicates that a "single 1.5 cm nodule" was identified and located "near an identical lesion" in the right breast capsule. The nodule tested "positive for cd30" and negative for "alk." It is also noted that the implant "is received with minimal amounts of attached blood clot and tissue." Physician additionally reported right side "grade IV" capsular contracture." Physician noted that the patient refused chemotherapy and radiotherapy.